Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, and occlusion test. No motor error alarm was noted during testing. The device was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. The following physical damage was also found: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, and a cracked display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to complete the rewind process. However, upon inspection of the pump's alarm history, there were four motor error alarms found within the past month. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.